Manufacturer narrative:
510k: this report is for four (4) unknown locking screws. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had an original surgery for treatment of a fractured tibia on an unknown date somewhere in milwaukee, wisconsin. Patient was implanted with one (1) ex tibia nail, four (4) 5.0mm locking screws and one (1) end cap. Two locking screws were implanted distally and two locking screws implanted proximally. On an unknown date the patient presented with infection. On (B)(6) 2017, surgeon removed all implants and revised the patient to an antibiotic nail. The removed implants were reported to be in good condition and retained by the hospital. Revision surgery was completed successfully with no time delay. Patient is reported in stable condition. This report is for four (4) unknown locking screws. This is report 2 of 3 for (B)(4).